Event description:
On (B)(6) 2014, the patient had a omega plus twin hook implanted in another hospital. On (B)(6) 2015, the patient had pain. The surgeon confirmed by x-ray that the 4.5mm screw was broken. The patient was revised with a competitors chs on (B)(6) 2015. The thread of broken screw was damaged when removed.

Manufacturer narrative:
The reported event that the 4.5mm screw broke could be confirmed. Based on investigation, the root cause of the determined event was attributed to a user related issue. The breakage was caused by a wrong selection of the plate size. The implantation of the wrong plate size has led to the loss of fixation. Statement medical expert: a plate with only three shaft screws is not sufficient in such a kind of fracture as in particular the most distal shaft screw is overloaded due to the short lever arm resulting in extremely high tension forces. In conclusion, the present event shows screw breakage caused by fatigue as a result of a too short hip plate for such an unstable fracture. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. Indications for any material, manufacturing or design related problems were not determined in the investigation.

Event description:
On (B)(6) 2014, the patient had a omega plus twin hook implanted in another hospital. On (B)(6) 2015, the patient had pain. The surgeon confirmed by x-ray that the 4.5mm screw was broken. The patient was revised with a competitors chs on (B)(6) 2015. The thread of broken screw was damaged when removed.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.